Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the customer was using the force bipolar instrument to cauterize the uterus, the ligament tissue got caught in the wire gap. The customer removed the instrument for inspection and found that the lower part of the instrument tip was broken. Because the tissue was not caught and stuck, the procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the lower part of the instrument was broken, but no fragment fell inside the patient during use. The tissue was caught in the instrument during this event and then removed; however, the customer specified that the tissue that was removed was part of the procedure. No bleeding was identified due to this event. The patient did not experience any post-operative complications. No known impact or patient consequence was reported. The wire was not broken.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have charring and localized melting on the grey plastic edge of the grips, with no damage on wires/cables. For clarification, no broken parts were found. The instrument only shows thermal damage (melting) on grip tip. Electrical continuity test was performed and passed. The complaint was confirmed by failure analysis.